Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was open and not used. The haptic bent in the cartridge. But the lens did touch the patient. Lens was cut out of the left eye (os) and another lens was implanted. There was no vitrectomy, sutures, or incision enlargement, and no capsule tear. No patient post-op injuries are reported. No other information was provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on: 2/25/2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptic, and that the lens was received cut in half (only one half received), which is consistent with a lens that was handled during removal and replacement. Based on the return condition of the lens no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
New information received that event date was on (B)(6) 2020. Therefore, updated section b3: event date: (B)(6) 2020. Device evaluation: product evaluation was not performed, because the product has not been returned. The complaint issue reported could not be verified. And no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed, that the product was manufactured and released according to specifications. A search revealed, that one complaint folder found as part of this production order, and was coded for haptic damaged. Which is the same as the code used in this complaint. However, there was no product received for this complaint. No product malfunction or deficiency could be identified and no escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.